Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an integrity otw stent. It was reported that during the procedure, the shaft broke. No patient injury reported.